Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient went to emergency room (ER) on (B)(6) 2026 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 326 mg/dl and the patient was treated with intravenous (IV) fluids of saline and insulin. Patient found positive for ketones. Patient released from the emergency room (ER) on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.